Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information which confirmed that this complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted due to placement difficulty.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information which confirmed that this complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, the difficult-to-position allegation was not confirmed. Visual inspection found no evidence to support lead placement difficulty. The prolonged surgery as reported impact code was not confirmed, no evidence of device defect, malfunction or abnormal damage was found.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted due to placement difficulty.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.